Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the subclavian. The 5 x 40 mm armada 35 balloon catheter was advanced without resistance, but when inflated one time to 20 atmospheres, a leak was observed where the balloon hub meets the catheter. The device was removed without issue an a new same size armada was used successfully. The final patient outcome was excellent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.